Event description:
Event description guidant received information that one day after the implant procedure, this ventricular lead had a pacing failure. The physician felt this was due to improper positioning of the lead but, a scar was noted on the lead upon removal. He would like an analysis of the lead to see if the scar would have affected the function of the lead. The lead was removed, replaced and returned for analysis.